Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.

Event description:
The pt was very sick. After iabp for several days, the "blood detected" alarm sounded from the pump and blood was noted in the tubing. The nurse notified the dr and advised the dr to discontinue iabp, but the dr advised her to keep on pumping. When the dr tried to remove the iab, he was unable to. The iab was entrapped and the pt went to the o.r. To have the iab surgically removed. The pt was made a dnr. In spite of several calls to the facility, the iab was never returned to datascope for evaluation.